Event description:
The surgeon; william johnson; reported that he revised a pt some time in june; 2000 for a fractured depuy sterm. The stem was reported to have been implanted for approximately 6 years when the pt development acute pain and was unable to move. The revision took place three weeks later; during june. The pt is 5'7" tall.

Event description:
The surgeon; reported that he revised a pt some time in 2000 for a fractured depuy stem. The stem was reported to have been implanted for 4 1/2 years when the pt developed acute pain and was unable to move. The revision took place three weeks later.